Event description:
It was reported that an incomplete cartridge change alert occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.